Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with 250 mg/dl. The customer reported that an altitude alarm occurred. Reportedly, the customer was at the pool and the pump was exposed to condensation. The customer cleared the alarm and resumed insulin delivery. The customer's blood glucose level ranged from 100 mg/dl to 230 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.